Manufacturer narrative:
Device evaluation: the ams700 ipp cylinders were visually inspected and functionally tested; no leaks were found. The cylinders performed within specification. The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was functionally tested and failed activation test. Product analysis confirmed the reported event.

Event description:
It was reported that the inflatable penile prosthesis (ipp) cylinders and pump were explanted because the pump was malfunctioning. The pump would work sometimes and then would not work at other times. The pump was tried several times before surgery and it was decided to proceed with the surgery. The pump was tried again before the surgery and was then taken out of the scrotum before proceeding with the surgery. The surgery was completed with another device. The patient was stable following the procedure.

Manufacturer narrative:
Device evaluation: the ams700 ipp cylinders were visually inspected and functionally tested; no leaks were found. The cylinders performed within specification. The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was functionally tested and failed activation test. Product analysis confirmed the reported event.

Event description:
It was reported that the inflatable penile prosthesis (ipp) cylinders and pump were explanted because the pump was malfunctioning. The pump would work sometimes and then would not work at other times. The pump was tried several times before surgery and it was decided to proceed with the surgery. The pump was tried again before the surgery and was then taken out of the scrotum before proceeding with the surgery. The surgery was completed with another device. The patient was stable following the procedure.